Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Supplemental information: selected in error as product problem on 3500a. This supplemental report corrects to adverse event.

Event description:
On (B)(6) 2012, the lay-user/patient contacted animas and reported erratic blood glucose (bg) levels. The patient claimed that on (B)(6) 2012, her bg level dropped so low that she became unresponsive. The patient was reportedly treated by her daughter and husband with 2 glucagon syringes, sugar water, orange juice, and a sandwich. The patient reportedly responded to the treatment. On (B)(6) 2011, the patient claimed that she got a meter reading of "high." The patient corrected via bolusing and injections of lantus and novolog insulins. The patient again reportedly responded to the treatment. No associated alarms were noted in the pump's alarm history. The boluses and basals were delivered as programmed and added up correctly to the tdd for (B)(6) 2011, and (B)(6) 2012. The patient denied that she had primed while attached. No issues were observed with the patient's site, set, or cartridge(s). The animas representative involved in this contact noted that the patient's timing for insulin delivery and carb intake were not the same. The patient would not, at times, bolus immediately when eating. The animas representative advised the patient to change her sites every 2-3 days. A review of the pump's prime history revealed a site change of 5 days apart. The patient was also informed that the high bg's could have been possibly due to old skin sites that were not effective. The patient was also informed that the low bg levels can be caused by improper timing of ezcarb boluses and stacking of insulin. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she had suffered low and high bg events suggestive of severe injuries. It is unknown at this time if the pump contributed to the patient¿s injuries.